Event description:
It was reported that the pump display was experiencing a pixel issue, and the pump was nonfunctional. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.